Manufacturer narrative:
Concomitant medical products: product ID 8781, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
It was reported that per the patient¿s medical record, the patient had an altered mental status, syncope, falling at home, and low blood pressure with a history of diabetes and hypertension and was recently discharged with altered mentation. Per the ER (emergency room) medical record, the patient had an altered mental status and was brought by ambulance in the morning on (B)(6) 2014 and was admitted to the ICU (intensive care unit) with an altered mental status and deeply sedated. There had been no audible pump alarms associated with the event. A narcan drip was administered which reversed the patient¿s somnolence. The patient had been seen by their pump managing physician in an outpatient setting, but according to the patient¿s daughter, the physician had refused to continue service for the patient and recommended that the pump be explanted. The hospital physician was wanting to confirm the pump status and dosing info. The device system was delivering morphine. It was later reported that the pump was delivering 0.5 mg of morphine per day. It was noted that the patient had been dismissed by her pump managing pain physician as overdosing on oral meds was suspected.